Event description:
The compnay was notified that the patient's ci device is scheduled to be explanted. There are no reported problems with the patient's implant. The patient elected to have the device explanted due to a desire for current technology.